Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented due to a syncopal episode. The right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing and noise and the right ventricular (rv) lead was exhibiting short ventricular intervals. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Low p-waves were also observed on the ra lead. It was later reported that the issue was that the implantable pulse generator's (ipg) setscrew was not fully inserted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A procedure was completed to fully seat the set screw. All subsequent electrical parameters were normal.